Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted about 4 days after implant because the patient had very difficult anatomy and during the original implant the physician was only able to implant this rv lead close to the av node and hope for the best. This positioning did not work for sensing so the physician explanted this lead and used two epicardial leads on the patient. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.